Event description:
After assessing the patient, it was determined left forearm brachial vein to be approximately 1 1/2 cm deep and appropriate for midline placement. I prepped the patient according to policy and accessed the vein. I did see blood return in the catheter. The patient did not complain of discomfort at this time. Maintaining catheter stability and without withdrawing or sliding the guide wire or the needle within the device, per appropriate insertion technique, I then attempted to advance the powerglide catheter. However, I met resistance. I immediately ceased to advance the catheter and withdrew the device. The catheter was noted to be the full 8cm but was noted to have been severed by the needle at approximately 3cm from the tip.